Event description:
A pt had a single level, successful x-stop implant procedure with symptomatic relief. Approx 3-4 months post implantation, the pt experienced cauda equina syndrome. The pt was found to have a disc herniation. The device was explanted and the pt underwent laminectomy and fusion. The pt did not regain sensation and is paralyzed from the waist down. After the initial report medtronic contacted the physician to discuss the case, and the physician believes the pt's herniation is a progression of the pt's underlying degenerative disease. The physician did not believe that the x-stop implant caused the herniation but had to allow that there could have been an alteration in disc pressures that could have contributed. The x-stop implant has not been returned to medtronic. As further info is developed, medtronic will provide it.

Manufacturer narrative:
Device not returned, investigated with physician. Results - no conclusion can be drawn at this time.